Manufacturer narrative:
Two requests were sent to the user facility for the return of the device for evaluation. The device has not been returned, therefore evaluation of this event cannot be performed.